Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery and technical support sent a replacement pump to the customer.